Manufacturer narrative:
(B)(4).

Event description:
It was reported that a device was explanted due to pain at the pocket site. The patient outcome was unknown. Additional information was requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received from the health care provider reported that the cause of the explant was that the patient was feeling pain out of proportion to physical findings. There were no abnormal impedance measurements. The entire system was explanted on (B)(6)-2012. The patient did not require hospitalization and there was no patient injury. It was stated that the patient had pain at the implant site and wanted the device removed despite recommendation from physician.

Manufacturer narrative:
Analysis results for neurostimulator model 3115 serial# (B)(4) showed no anomalies.